Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint- litigation alleged the patient suffered pain, exposure to metal ions and the risk of implant loosening or premature replacement. Update (B)(4) 2013 - ppd received. Doi for the right hip has been updated. There is no new information that would change the outcome of the investigation. Update (B)(4) 2013, ppd received. Part/lot information has been updated for the left hip. There is no new information that would change the outcome of the investigation. Update (B)(4) 2013 - decontamination report received. Dor provided. The complaint was updated on: (B)(4) 2013. Update: (B)(4) 2014 - medical records received. Patient was revised to address cysts. During the procedure, very, very mild corrosion was noted on the stem taper. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014